Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination found that the stent was not present on the balloon catheter. The stent was not returned for analysis. A visual examination of the returned device found that the balloon had been inflated. An examination of the balloon material identified no issues. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present in the correct position on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 06aug2024. It was reported that the device could not cross the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 7.0x30x135cm express ld vascular stent was selected for endovascular thrombectomy (evt). However, during the procedure, it was noted that the device could not cross the lesion. The procedure was completed with a different device. No patient injury was reported. However, device analysis revealed that the stent was deployed from the catheter.